Event description:
The user facility reported that their examiner 10 light arced. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the light and noted the shielding to be worn exposing a live power wire. This rubbing and wear on the wire was occurring at each transition point in the arms assembly. The elbow where the horizontal and spring arms meet is where the wire has been exposed and touched the metal assembly causing the reported event. The technician further inspected the light and noted that there was not a limiter installed for the light. The limiter leaves enough slack in the cord to prevent abrasion/rubbing of the cord. The user facility installed the wiring and during the time of installation of the wiring, the limiter should have been installed. The installation instructions for the examiner light are captured in section 3. Steris communicated to the user facility the importance of proper installation procedures. Steris further advised the user facility of the importance of proper preventive maintenance for the light. The technician replaced the power wire and installed a vertical limiter. The light in not under steris service contract and is serviced and maintained by the user facility; the light has been in use for approximately 15 months; no additional issues have been reported.